Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the probe broke at 13 mm from the distal end. There were scratches, around the broken point. The shape of the fracture surface showed that the cracks developed from the scratches as the starting point. The manufacturing history was reviewed, with no irregularities noted. This type of the errors and the probe damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the probe was cracked when the user output the device contacting with something hard, besides the probe was broken when the probe received a load. Short circuit error occurred due to contacting with a metal during activation. Ultrasonic level error occurred due to the cracks. Based on the past similar cases, it was known that open circuit error occurred when the user activate output without grasping anything or with grasping some insulating material. The instruction manual of the subject device already warns; do not grasp or let the probe tip contact hard objects such as metal clips, stapler or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.

Event description:
During a laparoscopic assisted proximal gastrectomy, the subject device was used. After two hours of use, when the user cleaned the probe outside the patient, it broke off. In the middle of use, seal and cut short circuit error, seal short circuit error, ultrasonic level error and open circuit error occurred. The procedure was completed with another thunderbeat. There was no patient injury reported.